Event description:
It was reported that the pt experienced a loss of therapeutic effect. Impedance measurements were all normal except for electrode #7 which showed >10,000 ohms since implant. It was noted that the pt required very high amplitudes and had a lead revision performed already due to lead migration. The pt was reprogrammed with the result that he was getting better coverage for his pain.

Manufacturer narrative:
(B)(4).